Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "pads burned patient". Questionnaire was received from clinician and/or patient. Treatment not interrupted; progress toward recovery was not impeded. Treatment was not required at the time. Patient did not follow up with primary care doctor or emergency room for treatment. Injury defined as "superficial 1cm x 1cm wound, 2nd degree burn" discovered by patient the two days post treatment. Device not returned to manufacturer for evaluation.